Event description:
It was reported that the customer had changed her infusion set, but the insulin pump kept alarming a no delivery message. Call was transferred for assistance. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.